Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734699, product ID: 9733467, software version: 2.3.0 h3, h6) the system was serviced in the field. In summary, the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. H3, h6) the exam was reviewed. It was found that the system running "3.17" would only load the patient in unstructured mode. However, when the loading was completed, the patient exams would not show the patient's exams as an option to pick. The disc was loaded on a medtronic navigation system to find plenty of additional files on the disc, including protocols and dose reports. Additionally, one of the exams had a missing slice with an error that there may be different slice thicknesses throughout the scan. Codes b01, c13, and d02 are applicable. H3, h6) a software analysis conducted. In summary, there was insufficient information to determine whether a software anomaly contributed to the reported behavior as logs and archives were reported to have been unavailable. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the loading bar would show when attempting to load patient exams but then disappear. The patient they tried to load would not appear in the list of available patient images. There was no patient involvement. The system had 73 gb of available storage. The scan was taken in march but did not appear in the "older than 30 days" exams. They had another patient where scans were taken yesterday, which did the same thing and did not show the patient on the list of patients. They had a total of four discs that behaved the same way. They did not know when the system loaded patients without issue last. They tried to load exams from pacs, which worked. They loaded all exams using unstructured. When asked to try to load structured dicom, loading still failed but gave an error that said it was "unable to load image-data or data-header." Trying unstructured dicom, but that still failed like before. The probable cause was noted to be either improper dicom images, improper dvd burn, or malfunctioning dvd drive.

Manufacturer narrative:
Additional troubleshooting was performed for the initial event. While on-site, the manufacturer representative (rep) was able to download discs burned from an external facility (off-site) but the issue persisted with on-site discs. This, combined with previous troubleshooting, eliminated the possibility of this being a disc drive error and was likely due to improper burning. While on-site, the rep was able to successfully download exams (burned with on-site exams) within the cranial application but would not successfully appear within the ears, nose, and throat (ent) application (download was completed). Based on this information, the technical services (ts) agent suggested to uninstall and reinstall the ent application. After software uninstall and reinstall, the issue persisted. The ts agent advised the rep that the issue was likely due to differences with media in/out formatting and the issue was likely due to improper disc formatting between the two applications. Despite accurately following coding directions to pull log s from the system, they received "unable to create empty archive error" for the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.